Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working after the patient had an accident. The device had a fluid leak that was caused by a hole in left cylinder and there was air in the pump. All components were removed and replaced with a new ipp. There were no patient complications reported.